Event description:
A patient reported their bottom right side where the teeth overlap throbs. The patient stated that their teeth are occasionally sensitive to both hot and cold temperatures.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.